Event description:
This MDR is associated with: MDR 1061932-2011-02324, MDR 1061932-2011-02325.

Event description:
On (B)(6) 2011 customer reported a leak on the dxh800 instrument from the probe which appeared to be clogged on (B)(6), 2011. The customer was wearing ppe consisting of gloves and lab coat at the time of this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. Patient treatment and results were not impacted by this event. On (B)(4) a field safety engineer (fse) found plug in the nrbc chamber. The fse removed plug from nrbc chamber. On (B)(4), fse removed stopper pieces from the vcsn chamber. On (B)(4), 2011, fse again found nrbc mixing chamber plugged causing an overflow. Fse removed plug and replaced the probe. No further issues have been reported since (B)(4), 2011. The root cause of the leak in each event was the nrbc chamber was plugged with debris.

Manufacturer narrative:
(B)(4).